Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to depuy synthes; however, x-ray was provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The x-ray attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. In addition, functionality issues cannot be assessed through a x-ray investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the x-ray attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d4 (catalog, physical UDI number), e1 (facility name), d10 (concomitant). Corrected: b3, d1, d3, g3 (manufacturer site city). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. What is the timing of the reported event? (Pre-op, intra-op, post-op) please describe event details. Intra-op: surgeon was incredibly displeased with the hardware that was offered and expressed discontent with the plate selection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while completing a virtuguide, in the screw hole circled in red, we used the threaded va guide and were not in excess of 15 degrees off axis from the hole, but the 3.5 locking screw kept spinning. Doctor was incredibly displeased with the fact that the screw holes practically have to be drilled with the threaded coaxial drill guide, and the screws don't bite into the plate appropriately.